Manufacturer narrative:
The technician found the brake caster stem bolt had worked itself out from the brake caster. When the technician retightened the bolt the brake caster still swiveled. The technician replace brake caster to resolve issue.

Event description:
The account alleged the brakes did not hold. No patient impact.